Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain. It was reported a new catheter was placed at l2. Device information, drug, troubleshooting, reason for the new catheter placement, and patient symptoms not reported. Further follow up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
According to programming session pump logs were examined on (B)(6) 2015. Additional information regarding when the new catheter was placed, concomitant medications, and medical history were also requested. If additional information is received, a follow-up report will be sent. On (B)(6) 2015, information received from the company representative reported that the patient was the initial reporter and that the information obtained was from reading their pump logs. According to the company representative, they thought that the unknown removed catheter was sent back. The company representative had no idea what was in the patient's pump three years ago, why the catheter was replaced, if the patient had any symptoms related to the event, or if any troubleshooting had been performed in relation to the catheter. No further information was provided. Additional information regarding details of the catheter identification, reason for replacement, date of replacement, pump drug, concomitant medications, medical history, diagnostic testing, troubleshooting, patient symptoms, actions/interventions, and outcome was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
On 2015-12-04, information received from the hcp reported that the patient had not had their catheter replaced since it was replaced on (B)(6) 2012. The hcp stated that the "chart just stated that the catheter was replaced, there was no indication that there was anything wrong with the catheter." When the patient's pump was replaced on (B)(6) 2015 (see manufacturer's report number 3004209178-2015-21614) with a non-company pump, the catheter was patent, so it was kept and connected to the new (non-company) pump. The pump was infusing morphine in 2012, but the dose and concentration were not known. The pump replacement on (B)(6) 2012, was a normal pump replacement due to normal battery depletion.